Event description:
The patient contacted animas on (B)(6) 2012, and stated the keypad buttons had delayed responses and required longer presses to elicit a response. The patient noted a tear in the keypad above the ok button and denied moisture exposure. The patient reportedly wore the pump under a garment against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powered on with audio tones but no vibration and no "verify" screen. The keypad response was unable to be tested due to the pump not progressing to the "verify" screen. The keypad was found to be torn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The pump was opened and internal moisture damage was found. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.